Event description:
Sorin group received a report that the s5 roller pump displayed an intermittent error message during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed an intermittent error message during a procedure. There was no report of pt injury. A sorin group field service rep was dispatched to the facility to investigate while at the facility, the service rep replaced the micro processor board and subsequent testing confirmed that the pump was functioning properly. The investigation is ongoing. A f/u report will be sent when the investigation is complete.